Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event was not confirmed, it is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315) temporarily. The events can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the events can be prevented by following the instructions for use (IFU) which state: "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found: that coating at the connecting tube was peeled off, the adhesive part of the bending section cover was broken, switch button three (3) was damaged, the angulation in the up direction was out of standards due to wear of angle-wire, the suction cylinder was cut off, there was corrosion at the scope connector cover unit due to leakage, there was noise at the screen due to a deformation of the plug-unit, and the suction cylinder was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced a e315 error code. The issue was found during preparation for use. The diagnostic procedure was completed with a similar device, and without delay. There were no reports of patient harm.